Event description:
It was reported that during an open gastrectomy procedure, the closing lever did not lock and the jaws could not keep closing properly at the 11th firing on the small intestine. The target tissue was regular. The device was not fired across an existing staple line or clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one pce60a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended.